Manufacturer narrative:
As reported, the y-knot rc all-suture anchor is not expected for evaluation as it was discarded at the user facility. Without the actual product an evaluation could not be performed and the root cause of the reported anchor pull out was unable to be determined. This device was manufactured on (B)(6) 2015. There have not been any other complaints for this device and lot number combination per a two year review of complaint data. There has been only one other adverse event report of "implant pulled out" for this device during the previous two years. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The non-absorbable suture anchors are intended to reattach soft tissue to bone in orthopedic surgical procedures. The conmed linvatec y-knot® rc all suture anchor is manufactured from high strength flat braided suture threaded with either two or three #2 (5 metric)hi-fi® suture strands. Y-knot anchors are provided single-use, sterile, and pre-loaded on disposable drivers. The instructions for use (IFU) provides the following warning: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. The IFU also provides the following precautions: avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. Instruments are designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use. Ensure y-knot anchors are properly seated on driver tips prior to and during implantation. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. Proper selection and placement of implants are important considerations in the successful utilization of these devices. Precaution: pull driver straight out of bone. Do not rotate or oscillate driver about its axis.

Event description:
The customer reported that during an arthroscopic rotator cuff repair procedure, the doctor implanted a y-knot rc all suture anchor. The anchor pulled back out directly after it was seated. The anchor was removed and surgery was then converted to an open procedure. Three additional y-knot anchors were implanted. As reported, the procedure was completed successfully with only a 5-10 minute delay in surgery. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.